Event description:
The screw hole tore during implantation.

Manufacturer narrative:
The customer returned six unopened products, and an add'l three tabs and two plates. Both of the returned plates have torn screw holes. This can occur when the screw is not perpendicular to the eyelet. This can cause the screw thread to catch the edge of the eyelet resulting in bending and fracturing.